Event description:
The user reported that during a coronary angiographic procedure the wire kinked while attempting to pass the transition from sub-clavian to aorta, and the core wire pushed through the coils. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device is not expected to be returned for evaluation. The device history record was reviewed and found no exception documents. A follow-up report will be submitted when the evaluation has been completed.